Event description:
The customer reported that following a CT scan, the pt's insulin pump stopped working. This resulted in the pt seeking treatment at a hospital. The treatment received by the pt is unk.

Manufacturer narrative:
The investigation determined that the pt's insulin pump was not turned off and may have malfunctioned as a result of exposure to the CT scan. It is not known if the hospital took any precautions to minimize the risk of insulin pump malfunction as instructed on 07/14/08 FDA safety notice titled "FDA preliminary public health notification: possible malfunction of electronic medical devices caused by computed tomography (CT) scanning." The need for this MDR was identified during a retrospective review of complaint records. (B)(4).